Manufacturer narrative:
On (B)(6) 2015 an fse was dispatched to the customer site. They identified that air was leaking into the buffer line going to the sample pot. They replaced the buffer valve. Ise was calibrated with no issues and passing calibration slope recovery. Qc was repeated and no issues noted. Customer stated no further issues have been noted. The patient (B)(6).

Event description:
On the (B)(6) 2015 a customer in the united states reported to beckman coulter the generation of erratic ise (ion selective electrode) - sodium (na), potassium (k), and chloride (cl) patient results generated on their au5800 on multiple patient samples. No erroneous results were reported out of the lab. There has been no change to patient treatment associated with this event. Qc results were within specification. The customer reported that erroneous patients results were generated on (B)(6) 2015 (MDR 9612296-2015-00103). The customer also reported erroneous patient results were generated on (B)(6) 2015 (MDR 9612296-2015-00104).